Manufacturer narrative:
Qn#(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample appears used as there is biological material present on the device. The stapler was received with 32 staples remaining in the cover block indicating that at least 3 staples were fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form but was unable to release from the device. The staple was manually removed when an unformed staple fell out from the device. Another attempt to fire the device was made, this time the staple was unable to form properly , and another unformed staple fell out from the device. On the third attempt, the stable was able to form properly but was unable to release from the device. On the next attempt, the staple fired properly. On the fifth attempt, the staple was able to form properly but was unable to release from the device. The stapler was disassembled. A functioning lab inventory visistat stapler was disassembled and the anvil from the returned sample was inserted into the lab inventory stapler. The stapler was reassembled , and the trigger was engaged. A staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, an incorrectly formed staple was released from the device. Another attempt was made and this time, both an incorrectly formed staple and an unformed staple released from the device. The forming tool from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to form properly and release from the device. This was repeated two more times with the same result. The forming tool from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, the first staple fired properly. Another attempt was made , and a staple was able form properly but was unable to release from the device. This was repeated one more time with the same result. The anvil and the forming tool from the returned sample were inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated two more times with the same result. The anvil and the forming tool from the functioning lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to properly form but was unable to release from the device. The spring from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to form and release from the device. This was repeated two more times with the same result. The spring from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple was able to form properly but was unable to release from the device. The trigger from the returned sample was inserted into the lab inventory stapler. Upon engagement of the trigger, a staple was able to properly form and release from the device. This was repeated two more times with the same result. The trigger from the lab inventory stapler was inserted into the returned sample. Upon engagement of the trigger, a staple fired properly. Another attempt was made , and the next staple was able to properly form but was unable to release from the device. Another attempt was made , and an unformed staple fell out from the device. It was observed that the staples were not forming properly in the cover block. The cover block from the returned sample was assembled with the components from the lab inventory stapler. An attempt to fire the device was made. An incorrectly formed staple released, and two unformed staples fell from the device. Another attempt was made , and an incorrectly formed staple released , and an unformed staple fell from the device. The cover block from the lab inventory stapler was assembled with the components from the returned sample. An attempt to fire was made and a staple was able to fire properly. This was repeated two more times with the same result. There appeared to be an issue with the cover block or components contained within the cover block. The returned sample was assembled with its original components. An attempt to fire the device was made and a staple was able to form properly but was unable to release from the device. It was observed that the bottom on the sample appears misplaced and is slightly forward preventing the staples from firing properly. The sample was sent to the manufacturing site for evaluation and it was confirmed that the bottom was not properly welded to the cover block assembly. A nonconformance has been opened to further investigate this issue. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." It was observed that the bottom on the sample appears misplaced and is slightly forward preventing the staples from firing properly. The sample was sent to the manufacturing site for evaluation and it was confirmed that the bottom was not properly welded to the cover block assembly. A nonconformance has been opened to further investigate this issue. The reported complaint of "one out of two staples not closing" was confirmed based upon the sample received. Upon functional inspection, the staples were unable to fire properly. It was observed that the bottom on the sample appears misplaced and is slightly forward preventing the staples from firing properly. The sample was sent to the manufacturing site for evaluation and it was confirmed that the bottom was not properly welded to the cover block assembly. A nonconformance has been opened to further investigate this issue.

Event description:
It was reported that while closing the skin, one out of two staples was not grabbing the skin because it was not closing. It was impossible to close the wound of the patient after a surgery.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35r 6/box lot# 73k1700760. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while closing the skin, one out of two staples was not grabbing the skin because it was not closing. It was impossible to close the wound of the patient after a surgery.